Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly widespread corrosion was identified on the rotor and motor assemblies. This corrosion likely also affected the sockets of the handpiece resulting in the observed unintended motion. The motor, rotor, and blade mount assemblies were replaced and the handpiece was returned to the customer.

Event description:
It was reported that the saw ran w/o being activated during repair. There was no pt involvement or adverse consequences related to this event.